Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were in disconnected mode. The technical support specialist (tss) dialed into the ER and med-surg stations and verified that they were in disconnected mode; patient and order data were not crossing over. The tss found that the time on the server and the stations did not match. The tss verified that the cce xml sent time was not current and was delayed by 3-4 hours. The tss shrank the dsserverreport database and logs, which had a size of 42.7 gb, and then proceeded to delete the old backups. After that, the tss ran the server downtime query again and verified that the cce xml sent time was updated and current. The tss checked both stations again and confirmed that they no longer displayed disconnected status. The user confirmed that they were able to log in and that the stations were no longer in disconnected mode. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, stations showing disconnected mode and all users unable to login. The user mentioned that when users tried to log in, it showed "unable to authenticate." The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.